Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a 0.018 inch non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 4mm balloon catheter, a 12x40x75 epic¿ vascular stent was advanced to treat the lesion. However, the distal tip of the device was caught by the calcification and an existing coil in the lesion, and the device failed to cross the lesion. The device was removed from the patient's body and the tip portion of the stent struts were found to be lifted up. The procedure was completed with a different device and no patient complications were reported.